Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with a hysterectomy. Due to mesh erosion the patient underwent mesh removal on (B)(6) 2011.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.